Event description:
Event description cpi received information that the rate sensing portion of this endotak transvenous defibrillation lead was capped due to oversensing and inappropriate therapy. An insvasive procedure was performed and the physician found a complete insulation break near the is-1 terminal pin. A new rate sensing lead was implanted.